Event description:
Reportable based on device analysis completed on (B)(6) 2015. It was reported that shaft kink occurred. The target lesion was located in a coronary artery. A 1.50mm x 8mm apex¿ flex balloon catheter was selected however during the procedure, it was noted that the shaft of the device was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable. However, returned device analysis revealed hypotube break.

Manufacturer narrative:
(B)(4). Age at time of event: (B)(6) years or older. (B)(4). Device evaluated by MFR: returned product consisted of an apex balloon catheter in 2 pieces with no other devices. Microscopic and tactile inspection revealed numerous kinks in both the hypotube and distal shaft. The hypotube was separated 23.5cm from the hub. The fractured ends were ovaled, which indicates that the hypotube was kinked prior to the fracture. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).